Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran a blood glucose test on the contour next link because she was feeling shaky and sweating. The result was 135mg/dl. She retested on a different meter and the reading was lo. She drank some coffee with two spoons of sugar, and felt better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New meter and strips were sent to the customer.